Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the drive support cap was sticking out. Customer was unsure if the cap was pressed while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.